Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the device was inspected and it was confirmed that the space between tulip petals was smaller near the base than it was at the top of the tulip. Damage and deformation was observed on the top threads of the tulip which suggest misalignment and cross threading of the blocker and tulip. Conclusion: the most likely cause of the reported event is misalignment during blocker insertion leading to cross threading and tulip splay.

Event description:
It was reported that; on (B)(6) 2015, the patient underwent the surgery with the xia3(l2/l3 plif) for spinal canal stenosis. First, the surgeon performed final tightening on right side of l2/l3. Afterwards, the surgeon performed final tightening on left side of l2/l3. However, the surgeon found that the rod was not seated in the left side screw head of l2. Therefore, the surgeon changed the left side screw of l2 to another size screw.

Event description:
It was reported that; on (B)(6) 2015, the patient underwent the surgery with the xia3(l2/l3 plif) for spinal canal stenosis. First, the surgeon performed final tightening on rigtht side of l2/l3. Afterwards, the surgeon performed final tightening on left side of l2/l3. However, the surgeon found that the rod was not seated in the left side screw head of l2. Therefore the surgeon changed the left side screw of l2 to another size screw.